Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the unit was no longer working. At the end of the procedure, the patient had an erythema, a 1st degree burn exactly under the electrocautery plate of the scalpel. The mark of the lighter plate was still visible. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).